Manufacturer narrative:
User facility's biomedical engineer will be evaluating and repairing the unit. He may be sending the software log to manufacturer for eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure at the point of rewarming the pt, the display on the centrifugal control unit blanked out. A back flow alarm occurred and the perfusionist immediately clamped the arterial and venous lines. The device was not changed out as the unit rebooted itself, was turned back on, and the procedure was resumed. The surgical procedure was completed successfully, and there about a thirty second delay with no blood loss or no adverse consequences to the pt.